Event description:
It was reported the customer received a button error alarm. The customer also reported there was a black circle on their insulin pump's screen. The customer could not recall any significant events leading to the issue. The customer's blood glucose was 170 mg/dl. Customer also stated the button error returned with after removing their battery for 30 minutes. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).